Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer requested help with insulin pump. Customer stated that she is not receiving insulin after the rewind process. The blood glucose reading is 118 mg/dl. The insulin pump is not connected to the body. After several minutes, the customer seemed confused and left the line, then came back, left the line and never returned. The paramedics were dispatched. Nothing further reported.